Event description:
Customer stated, "the pad smells like plastic burning but he has checked the pad for any holes. And there are no holes." The product was returned for investigation. The customer did not claim any injury or seek medical attention. An investigation was done to look into the customers complaint. The pad was tested on three separate occasions and pad was heating and functioning properly. There was no evidence of burning smell observed.